Event description:
Philips received a complaint on the patient information center ix indicating there are no alarms coming from the surveillance. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips remote service engineer (rse) assisted the biomed and performed troubleshooting. The rse had the biomed change out the physical speaker on the surveillance to see if this is a hardware issue. As this did not work, the rse had the biomed change the speaker, which was thought not to be working, directly to another known working surveillance and it worked. The rse provided the part information for the speaker kit. The customer is taking responsibility to correct/repair the device. The customer has been notified to contact philips if this does not address their device issue.